Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate positive results at the 15 minute result read time. Root cause: could not duplicate with retains ; unable to determine. Source: phone.

Event description:
Reported false negatives sars result. The customer communicated the result was confirmed positive by molecular (pcr testing). Samples were collected in transport media (liquid amies or pbs).